Manufacturer narrative:
The device was successfully interrogated and engineering calculations determined that this device did not meet expected longevity. The device was put through and failed a series of automated tests which verified functionality, and therapy delivery. The device was in storage mode. The casing was opened and the hybrid was disassembled from the device. The battery was isolated and an external power supply was connected to the hybrid. Portions of the circuitry were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific crm received information that this device was returned to boston scientific's post market quality assurance laboratory for unknown reasons. There were no allegations or complaints against the device's operation, functionality or longevity.